Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had experienced chest pain and shortness of breath prior to their death and the cardiac resynchronization therapy defibrillator (crt-d) was apparently nearing end of life (eol). No cause of death was provided but the crt-d reportedly contributed to the patient's death. No further information was provided.